Event description:
The customer reported that the 9600 system would not produce an image. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The technique processor printed circuit board needs to be replaced. The customer declined to have the system repaired. No add'l service info was provided.